Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the system was not firing energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system log and noted no related errors. Prior to contacting technical support, the customer used a new cable, both monopolar ports, new instrument, and power cycled the integrated electrosurgical unit (iesu/erbe) with no change. The customer had begun to connect third party generator, but the third-party generator was an ft-10 and surgeon was not able to use console energy pedals to activate. The tse recommended customer place third party generator pedals near console for use. The customer continued with third party generator and pedals. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the footrest to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and failure analysis investigation replicated the customer reported complaint. The iesu was installed onto the test system and upon startup the blue pedal began to immediately show its reported issue. The iesu was installed into the system and energy simulation was set up for testing and the pedal could not even be depressed- already bottomed out completely. It did not come back up, even after being pressed multiple times. The iesu was in good condition but slightly dirty.